Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine device revision procedure, that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 160 ohms), and high capture thresholds. Subsequently, the lead was surgically capped/ abandoned (i.e., it remains implanted, but is no longer in service). A new lead was implanted. No additional adverse patient effects were reported besides surgical intervention.